Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing. Review of the retrieved archive data confirmed multiple occurrences of ua 7 error messages on (B)(6) 2018, thus confirming the reported event. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. A load characterization check was performed on the platform and identified a defective load cell. The root cause of the ua 7 error message was attributed to this issue. As part of routine service during testing, the device was examined and found no physical damage. After replacement of the load cell, the platform was further functionally tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During routine testing using a mannequin, the autopulse platform ((B)(4)) intermittently displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages. No patient involvement.